Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported field event of the inability to tighten the set screw was confirmed in the laboratory. Visual inspection identified silicone, septum material inside the svc set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw.

Event description:
It was reported that the patient presented to emergency room after receiving multiple appropriate shocks for vt. The patient had high dfts, and a sub-q array was implanted and connected to the svc port of the device. The set screw could not be tightened and the device was explanted and replaced. The patient was stable post-op and discharged home.